Manufacturer narrative:
Initial 3 of 3. E1: name: tandem country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026 as the patch did not stick to skin upon insertion. The blood glucose level was high and the patient was treated with correction injection via mdi (multiple daily injections).